Event description:
Facility alleges hemolysis. Report indicates that two hours into dialysis treatment, pt complained of tightness of the chest, which increased to shortness of breath, and decreased in the venous pressure. The pt was seen by the physician who noted a kink in the post pump segment of the arterial line. The line was taped in position to prevent further kinking. The pt was sent later to the hospital for complaints of right arm and wrist discomfort, vomiting. Lab samples noted hemolysis. Facility was called for more detailed information. Spoke to charge nurse; will call back with info. 5/19/97, received call from charge nurse informing that he will not be able to provide co with a sample in the future.